Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented for a follow-up after a failed merlin transmission. The device was unable to be interrogated using rf telemetry. Abbott technical support was contacted and the device was reloaded. The patient did not experience any adverse consequences due to this event.